Event description:
It was reported that the customer had a button error alarm. The customer blood glucose level was unknown. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case on display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.